Manufacturer narrative:
On 28th september 2023 getinge became aware of an issue with one of our columns - 118001a0 - magnus table column for built-in plate. As it was stated, the table could not be moved back and forth while the patient was lying on a table top. The surgery was moved to another operating room. The issue resulted in a short delay of the operation. On 2nd october 2023, following service visit on site, total failure and the malfunction of the hydraulic were confirmed. On 11th october 2023, a confirmation was received that the patient was already anesthetized when the issue occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time and the inability to position the patient as required, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the devices were being used for the patient¿s treatment, and thus were also directly involved with the reported incident. As the columns¿s malfunction was found, it was considered that the getinge device failed to meet its specifications. A review of the received customer product complaints revealed that in the past there was no serious injury to the patient or user when this particular issue occurred. Comparing the number of complained devices to the number of investigated magnus columns on the market we can conclude the failure ratio is 0,14% for the issue investigated herein. The affected device was inspected by the getinge service technician. The technician has confirmed a malfunction of the hydraulic unit. The technican has replaced the following parts: motor encoder (9705644), retrofit kit hydraulic unit complete (31150329), four sealing rings 8/13x1 for m 8 (1072074) and refilled oil. After the defective component was replaced, the device was returned to usage. The hydraulic unit¿s wear has been investigated during CAPA 2019-006 (ot 257334). Accumulation of carbon abrasion of the motor brushes in the sealed (vapour-tight) housing leads to short circuits, overcurrent and insulation faults. The CAPA root cause was traced to design development. Malfunctions of the hydraulic units were to be corrected via service assignment initiated to address customer complaints. According to the maintenance manual (tw 1180.01a0 rev. 5, page 90), the useful lifetime of the hydraulic unit varies depending on its individual intensity and extent of application. In order to ensure continued availability of the product, the manufacturer recommends to check the hydraulic units every 4 years and replace them if necessary. The last maintenance was carried out on october 18th, 2022. By the time of the maintenance, the pump was checked and it worked according to its specification. Therefore, insufficient maintenance can be excluded. The affected column was manufactured on 30th september 2010 and by the time of the issue occurrence was in use for almost 13 years. The review of the customer product complaints database revealed that in the past there were no customer product complaints related to the issue with hydraulic unit for the investigated device. According to the risk management plan (risk management plan _ system-saeule cepg.0126), the expected service life of the column is 10 years. It is likely that the age of the device has contributed to the issue occurrence. In summary and as a result of the performed root cause evaluation, it was concluded that based on available information it can be suspected that the most probable root cause of the reported issue, namely hydraulic unit malfunction leading to a prolonged anesthesia time for the patient and the inability to position the patient as required, is related to the expected wear and tear. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem field deems required due to the update of adverse event awareness date. This is based on the internal evaluation. Previous b5 describe event or problem: on 28th september 2023 getinge became aware of an issue with one of our columns - 118001a0 - magnus table column for built-in plate. As it was stated, the table could not be moved back and forth while the patient was lying on a table top. The surgery was moved to another operating room. The issue resulted in a short delay of the operation. On 11th october 2023, a confirmation was received that the patient was already anesthetized when the issue occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 28th september 2023 getinge became aware of an issue with one of our columns - 118001a0 - magnus table column for built-in plate. As it was stated, the table could not be moved back and forth while the patient was lying on a table top. The surgery was moved to another operating room. The issue resulted in a short delay of the operation. On 2nd october 2023, following service visit on site, total failure and the malfunction of the hydraulic were confirmed. On 11th october 2023, a confirmation was received that the patient was already anesthetized when the issue occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time and the inability to position the patient as required, was to reoccur. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 device manufacture date: 02/01/2011. Corrected h4 device manufacture date: 09/30/2010.

Event description:
On 28th september 2023 getinge became aware of an issue with one of our columns - 118001a0 - magnus table column for built-in plate. As it was stated, the table could not be moved back and forth while the patient was lying on a table top. The surgery was moved to another operating room. The issue resulted in a short delay of the operation. On 2nd october 2023, following service visit on site, total failure and the malfunction of the hydraulic were confirmed. On 11th october 2023, a confirmation was received that the patient was already anesthetized when the issue occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time and the inability to position the patient as required, was to reoccur.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our columns - 118001a0 - magnus table column for built-in plate. As it was stated, the table could not be moved back and forth while the patient was lying on a table top. The surgery was moved to another operating room. The issue resulted in a short delay of the operation. On (B)(6) 2023, a confirmation was received that the patient was already anesthetized when the issue occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1i event site telephone: (B)(6) h3 other text : device not returned to manufacturer.